Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and local reaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent a breast augmentation revision with a 730 cc mentor memorygel boost breast implant and experienced a rupture and local reaction (excessive swelling) on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2026.

Manufacturer narrative:
On april 15, 2026, mentor received additional information regarding the patient's event. It was reported in the patient's operative report that the patient had experienced an implant site hematoma on the right side. Section h6-health effect - clinical code has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 12, 2026, the mentor failure analysis lab has received the device for evaluation. On may 18, 2026, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device determined that the breast implant was found to have two tears on the anterior aspect, ¿a¿ and ¿b¿, measuring approximately 3.1 cm and 2.5 cm respectively. Microscopic examination was performed on the edges of ¿a¿ rupture, and parallel striations were found in the whole area of the tear, while microscopic examination performed on the edges of ¿b¿ rupture revealed parallel striations in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the ¿b¿ tear could not be identified. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).